Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional point of contact: contact person name: (B)(6), contact person phone number: (B)(6). Getinge field service engineer (fse) aphichet checked the takeoff symptoms, alarm autofill failed all the time* checked the error code, found it to be code 4e 0, initially checked the safety disk and found that it was beyond its useful life for 2 years, so it was tested. Do a safety disk leak check and find that the leak value is above normal. After that, try switching the safety disk set of another machine and do a safety disk leak test. It is found that the value is within normal standard. Test operation of the machine can be used normally* in conclusion, it was caused by the safety disk having exceeded its useful life, causing internal leakage exceeding the standard value. It is necessary to replace the safety disk set with a new one. To fix this issue, the fse replaced the safety disk.

Manufacturer narrative:
A getinge filed service engineer (fse) checked the error code and found that it was code 4e 0. Initially, the safety disk was checked and it was found that it had exceeded its service life by 2 years, so the fse tried to do a safety disk leak test. The fse discovered that the leak value was higher than the normal value. The fse tried switching the safety disk of another device and doing a safety disk leak test. The fse confirmed the safety disk and pneu cmpnt m luer white have been replaced. In conclusion, the helium leak was caused by the safety disk exceeding its service life, causing an internal leak exceeding the standard value. All functional and safety test performed and the machine can be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) an autofill fail. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h6 type of investigation and investigation conclusion. A getinge filed service engineer (fse) checked the error code and found that it was code 4e 0. Initially, the safety disk was checked and it was found that it had exceeded its service life by 2 years, so the fse tried to do a safety disk leak test. The fse found discovered that the leak value was higher than the normal value. The fse tried switching the safety disk of another device and doing a safety disk leak test. The value is within the normal standard, and the machine can be used normally. A new safety disk will be replaced later.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) an autofill fail. There was no patient involved.